Event description:
The facility reported that the sonosurg-iu did not work due to a display of the ultrasonic output warning. The representative visited the facility and confirmed the device and told the physician that the device could not work. After that, the facility noticed that the device could work to adjust the position of the probe and the sheath. The facility used the device during an open liver resection. The procedure was completed. There was no patient harm reported.

Manufacturer narrative:
The evaluation confirmed that the capacitance of the subject device increased. The manufacturing history was reviewed, with no irregularities noted. Based on cases with the same model, we have considered as a possible cause of this case that seal components of the transducer were degraded due to continue to use a long period of time of more than 8 years, the water as entering the inside of the subject device in the autoclave. The ultrasonic output warning displayed and the transducer could not activate output. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports. Cross reference MFR report number 8010047-2013-00561.